Event description:
It was reported that the unit has been used a few times and now the touchscreen was not working properly. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 05feb2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the touchscreen was faulty due to an air gap incident. The air gap causes an intermittent contact between the touch surfaces thus causing the failure of the screen to work as reported. No non-conformance report (ncr) was raised during the manufacturing process for this monitor. The review confirmed all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the lcx02 monitor been released. Service history: one service was completed for the lcx02 monitor; rework 114 appendix 4 a firmware update. A review of the rework has verified the rework activities had no impact on the complaint incident. The firmware is a software update only and is not related to the touchscreen functionality. The complaint history review encompassed from dates 18-dec-2014 to 01-feb-2015. (B)(4). The customer complaint incident was confirmed and duplicated. The failure analysis investigation has concluded the root cause of the touch screen failure is due to a partially collapsed air gap, resulting in an intermittent contact between the touch surfaces. CAPA is in progress for this issue.